Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet did not display glucose readings while the dexcom g6 continuous glucose monitor (cgm) sensor data remained visible in the dexcom app, consistent with signal loss between the ilet and the cgm system. No adverse clinical symptoms reported and no alerts or alarms. Outcomes included temporary interruption of continuous glucose data to the ilet. User support included remote troubleshooting and education, including unpairing and re-pairing the sensor and confirming bluetooth pairing status. Investigation of this case revealed a communication issue consistent with signal interruption to the ilet without evidence of device malfunction or sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was likely transient bluetooth communication disruption between the ilet and the cgm system.